Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the up arrow button was stuck. The customer's blood glucose was unknown at the time of incident. The customer stated that numbers were scrolling without input. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No stuck buttons, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.